Event description:
It was reported that the pacemaker is exhibiting far-field r wave sensing on the atrial channel. Lead measurements are within normal range, and the device is operating as programmed. The device remains in service, and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker is exhibiting far-field r wave sensing on the atrial channel. Lead measurements are within normal range, and the device is operating as programmed. This device was explanted and replaced. No additional adverse patient effects were reported.